Manufacturer narrative:
H2/h6: the logs from the software (version 2.0.1) were analyzed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 ; version #: 2.0.1 h2) no software logs analysis performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A manufacturer engineer reported the probable cause was documented as one of two reasons, the first being that the straight suction is tracked at the center of the suction - so if you the site was touching the side of the suction to a location they could have been off by the radius of the suction, approximately 1.5 millimeters. The second reason being if you bend the straight suction (ex: it can be bent if the surgeon applied some force in the sinus and was hind tracked so any bending will cause error).

Manufacturer narrative:
H3) a manufacturer representative went to the site to test the navigation system. The system performed as intended.  Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues with accuracy during a procedure. The original registration looked good. However, when verifying, it was off in one spot on the patient¿s right forehead by 3.7 millimeters. The site went back and added more trace points around this area since all other anatomy was spot on. With the new registration, accuracy was much better during verification and throughout the case. The only inaccuracy we noticed was in regards to the nasopharynx using the straight suction. The surgeon started out using the malleable suction and tested known landmarks, including the nasopharynx and it was spot on. However, when the surgeon switched to the straight suction in the tray, the site noticed the inaccuracy of 3.2 mm pictured below. The surgeon went back to the malleable suction to see if anything might have changed but the malleable was still spot on in this location. The site reverified the straight suction and it was still off by the same amount. With both instruments, the surgeon was touching the nasopharynx with the center of the instrument, not the side. This was the only area of inaccuracy for the straight suction ¿ it was very accurate in all other locations. It also verified right away so I do not suspect it was bent at all. All other instruments were accurate throughout the entirety of the case. There was no surgical delay. No known impact to patient outcome.